Manufacturer narrative:
The device was not returned. The manufacturing and sterilization records were reviewed and no non-conformities were found. Based on the initial report, the event is likely related to the procedure.

Event description:
It was reported to nevro that a trial patient experienced pain and weakness in the legs during recovery. The leads were removed and the patient was transferred to the hospital. The patient experienced loss of function in both legs. Follow up report indicated that the patient is recovering in a rehab facility and has regained some movement in one leg. There have been no reports of further complications. During follow-up, physician indicated that he had issues getting the leads to be posterior.